Event description:
It was reported to gore that in approx 40-50 cases of nissen fundoplication where gore-tex suture was used, there was a 70-80% reoperation rate for disrupted nissen that was attributed to suture failure. Add'l, event specific info was not available.